Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to tachy mode other than monitor plus therapy. The reason for the reprogramming was unknown. No adverse patient effects were reported.